Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was unknown mg/dl. The customer stated that she does not have an extra set and insulin to do some troubleshooting. The customer stated that she took the battery out when she was getting the alarms. The customer got the weak alarm because she already used the battery for two days. The customer will receive pink pump.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened dome switch on the up arrow, down arrow, act and escape buttons. The lcd connector was inspected and no anomaly was noted. Unable to confirm excessive no delivery alarm due unresponsive buttons. All operating currents are within specifications. No weak battery alarms noted. The insulin pump had minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.